Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history lot: part number: 313.93, synthes lot number: 4741778, supplier lot number: n/a, release to warehouse date: 18 mar 2004, expiration date: n/a, manufactured by synthes brandywine. No ncrs were generated during production. Device history batch null, device history review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary background: it was reported that on an unknown date, during a routine inspection at the (B)(4), the hexagonal screwdriver was found damaged. There was no patient involvement. Flow: damaged: visual (appearance not as expected) visual inspection: the 4.0 mm hexagonal screwdriver (part # 313.93, lot # 4741778, mfg # 18-mar-2004) was received at us cq with the distal tip of the screwdriver slightly rounded. Overall, the device showed minimal signs of wear. This is consistent with the reported complaint condition, thus confirming the complaint. Conclusion: after a visual inspection per guidance provided in windchill document # (B)(4), it is determined that the hexagonal screwdriver is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine inspection at the (B)(4), the hexagonal screwdriver was found damaged. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).